Event description:
Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
It was reported that the a difference between the reading of inspiratory and expiratory flow was claimed. Internal leakage test failed during the pre-use check. According to the information provided by the technician, the issue has been solved by replacing moisture trap. Moisture trap is a part of the expiratory cassette (expiratory inlet). The inlet is designed to make condensed water drip out and allow use of a water trap for such water to be collected. Identification of issue has been done by analyzing problem description, service report and device¿s logs. Moreover, records of inadequate ventilation were found in the device's logs. The root cause of the issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 08/01/2010. Corrected manufacture date: 06/30/2010.

Event description:
It was reported that the ventilator did not deliver volume during patient treatment. There was no patient harm. Manufacturer ref.#: (B)(4).